Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review demonstrated that components are anatomically aligned without dislocation and fracture. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Concomitant medical products: 00620205420 61051799 shell porous with multi holes 54 mm, 14320720 2484846 cocr head 32/+4 'l' 12/14. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04763.

Event description:
It was reported patient¿s hip was revised approximately ten years post implantation due to liner wear and femur- acetabular impingement attempts have been made and additional information on the reported event is unavailable at this time.